Event description:
(B)(4). My insurance covered this as a tubal litigation. I went in, had the procedure done with no problems. Then almost immediately my cramping was more intense. So intense it made me drop to my knees and still does. I can't focus on most things because I feel like there is a fog all the time. I have severe mood swings and am tired even after sleeping a lot.

Event description:
#Medwatcher #followup 1 #FDA mw5057998 #(B)(4). Because of this device I am now having to undergo surgery to have my tubes removed. I also have severe cramping, severe bloating, boils on my skin especially in the lower region which I never had before getting essure. I have also had cysts in my armpit heavy bleeding, large blood clots with periods, I've been tired no matter how much sleep I get. I get migraines randomly which I had never experienced in my life before this device.